Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were episodes recorded due to noise oversensing. Boston scientific technical services (ts) reviewed the available data and indicated the episodes were a result of minute ventilation oversensing. There was no evidence of an impact to therapy delivery as a result of the oversensing. No further testing was performed. No adverse patient effects were reported.